Manufacturer narrative:
(B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the conduction disorder post valve implant cannot be confirmed. However, procedural factors (pressure from the implanted valve on cardiac structures likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards lifesciences implant patient registry and our affiliate in (B)(4), two days post implant of a 26mm sapien xt valve, a permanent pacemaker was implanted. No additional clinical information is available at this time. Information concerning the patient's native annular diameter and degree of valvular calcification was not provided.

Manufacturer narrative:
Additional information: other relevant history; narrative text. Additional information received indicated the during balloon aortic valvuloplasty (bav), the patient was in ventricular fibrillation. The patient was defibrillated at 200j and recovered sinus rhythm, but with long pr intervals requiring temporary pacing for the remained of the procedure due to the alteration of sinus rhythm and first degree/grade block. A prophylactic temporary pacemaker was successfully placed after the procedure. Post procedure, the patient was monitored to evaluate the rhythm conduction. There was no change in the rhythm conduction and a permanent pacemaker (ppm) was implanted 4 days post procedure. The native annular diameter measured 25.3mm x 21.8mm by CT with a valve area of 444.1mm2. Moderate annular calcification, severe native leaflet calcification and mild aortic root calcification was reported. Corrected information: narrative text. Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the conduction disorder during bav and post valve implant cannot be confirmed. However, procedural factors (pressure from the bav catheter and the implanted valve on cardiac structures), in addition to patient factors (moderate annular calcification, severe native leaflet calcification, mild aortic root calcification, severe ventricular hypertrophy) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.